Manufacturer narrative:
G4:16feb2021 b4:(B)(6)2021 h11: g5: k102985 h10 the device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the power management printed circuit board assembly (pm pcba)needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the pm pcba to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
It was reported to philips that the device's battery was not charging. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.